Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the difficulty deploying the clip. The partial clip movement appears to be related to the difficulty deployment the clip; therefore, attributed to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult clip deployment, and clip migration. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Prior to inserting the clip, it was noted that a posterior prolapse was present. Two clips were successfully implanted at an a2p2 location. To further reduce mr, a third clip (00711u275) was inserted and the leaflets were successfully grasped, reducing mr to a grade of 1,therefore, the clip was attempted to be deployed. However, after rotating the actuator knob eight times, the mandrel did not release from the clip. The physician carefully rotated the delivery catheter (dc) handle, and after a few minutes, the mandrel was able to detach from the clip. However, it was noted that the difficult clip deployment may have caused the clip to slightly shift, causing mr to increase to a grade of 2. The clip remained stable on the leaflets, therefore, no additional clips were implanted. There were no adverse patient effects, and no clinically significant delay occurred. No additional information was provided.